Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to d9 of the initial report from "no" to "yes". Additional information added to field d8, h2, h3, h4 and h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, it is likely assumed that the power does not turn on due to a failure of the switching power supply inside the device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the liquid crystal display (lcd) monitor did not power up/ it is not possible to turn it on. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.